Event description:
Patient presented with pain and the wound was leaking a yellowish fluid. On revision procedure, the surgeon found the clavicle had displaced. Surgeon removed the two peek implants and #5 fiberwire. The graft had become mushy. The wound was flushed out and the revision was completed with fibertape. Cultures yielded positive for infection, organism is unknown. The patient was treated with antibiotics and will be monitored at post op visit. Surgeon is wondering if this was a case of tissue rejection causing the infection. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Sterilization records for the peek implant reported revealed no anomalies. Initial information indicates the surgeon is not sure if this event may be related to graft rejection, which in turn may have caused the infection reported. From previous investigations, infections are commonly attributed to cross-contamination during surgery and/or throughout the length of the stay. This is the first complaint of this nature for this part/lot combination. Event is not considered implant related.